Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the electric pen drive device was not functioning correctly on various modes due to a broken control unit, the motor is worn out, and the device would run in the locked position. It was further determined that the device failed pretest for check function in ¿lock¿ mode with epd hand switch, and check function in ¿lock¿ mode with foot pedal. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would run in the locked position. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI: (B)(4).